Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient changed out the cassette, however, reused the solution bags. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A labeling review found the patient at home guide to be adequate for the use/user error identified in the incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a system error (se) 2084 and se 2265 in the initial drain. The technical service representative (tsr) explained the alarms and had the caregiver (cg) cycler power 2 times to clear them. The tsr then explained the hp would need to start over with new supplies. The cg stated had already changed out the cassette, but not the bags. The tsr explained that once a bag is connected it cannot be disconnected without compromising the supplies. The cg stated the registered nurse (rn) told her as long as the cg clamped off the bags she can change the cassette out reuse the bags. The tsr explained that can cause an infection and advised the cg against it. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the report of reusing the same bags. The pdn stated the hp was continuing with therapy without further issue. There has been no report of infection.